Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the display is black and white. The field service engineer (fse) reported the ventilator did not continue to provide ventilation to the patient. The customer reported there was patient involvement and no patient harm.